Manufacturer narrative:
Manufacturer report: liebel - flarsheim production engineer observed the fracture on the top portion of the mainframe of illumena 900001. The fracture was a brittle fracture. Under the view of a magnifying glass, no inclusions or voids were evident in the fracture. A similar case had occurred due to the powerhead being dropped, as in illumena 900001. A hand full of such fractures by the hinge area of the top portion of the mainframe of illumena have been observed in the past by repair cell technicians. The technicians have cited that such fractures are caused by drops or impacts to that area. One scenario involved a ceiling mount injector with the face plate ajar, and the injector was ran into a wall; thus resulting in a fracture by the hinge area of the top portion of the mainframe. It is plausible that an injector could have been damage by a significant drop or impact before an injection procedure without the damage being realized until the initiation of the injection procedure. In conclusion, the failure is not a design flaw; but rather a plausible customer impact.

Event description:
Received a medwatch 3500 form from the FDA in which the customer had reported the following: "after the appropriate prep and set up of lv gram injector, the nurse prompted to proceed with injection. During the injection, a creaking occurred and the nurse released the injection button. The hinge on the outside of the injector fell off and the contrast and blood mixture leaked onto the floor. There was no injury to the patient and releasing the injection button stopped any further injection into the patient. Lv gram was not optimally obtained and injector was removed from the lab and replaced by another. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).